Manufacturer narrative:
Analysis of the ins serial number (B)(4) revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the device to help with pelvic floor pain and it was no longer providing efficacy. The device was explanted on (B)(6) 2016 and the issue was resolved at the time of the report. It was considered an elective removal. The device was thought to be counteracting botox injections. Patient¿s desired removal. Patient status at the time of the report was alive. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.